Event description:
It was reported that during a stenting treatment procedure, a break occurred. The target lesion was located in the severely calcified mid distal right coronary artery (rca). During use of the guidezilla¿ extension catheter the physician noted that something wrong. The device was removed with the guide catheter as a complete unit. Upon removal it was noted that the guidezilla had separated inside the guide catheter. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter. There was blood in the shaft. Microscopic examination revealed that the proximal end of the shaft was flattened for .5mm. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. A portion of the shaft material from the collar was connected to the ptfe that was attached to the proximal separation. The ptfe was pulled out of the collar and was attached to the distal shaft. The end of the collar was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a break occurred. The target lesion was located in the severely calcified mid distal right coronary artery (rca). During use of the guidezilla¿ extension catheter the physician noted that something wrong. The device was removed with the guide catheter as a complete unit. Upon removal it was noted that the guidezilla had separated inside the guide catheter. No patient complications were reported and the patient status is fine.